Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was displayed as high. Customer administered manual injection to address bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.